Manufacturer narrative:
The tandem t:slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time everyday (10-15 minutes), and also avoiding frequent full discharges. The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
The customer's pump would not turn back on after several hours of plugging into a power source. Reportedly, the customer had not used the pump for about a month. There was no impact to the customer's blood glucose level.